Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the attached x-ray image could not identify anything indicative of a product problem. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised for right hip arthroplasty failure with instability secondary to adverse local tissue reaction and component malposition. It was indicated the patient develop altr with pseudotumor was well as anterior instability with dislocation/ subluxation and pain. Operative notes reported that there was a gross evident of altr with gray unhealthy murky-appearing fluid. The entire synovium was covered in black reactive necrotic tissue. The cup was in poor position, a bit abduction and slightly over anteverted. Doi: (B)(6) 2009. Dor: (B)(6) 2019; right hip. The patient has bilateral hip implants, please see (B)(4) for the left hip.